Event description:
It was reported that the device was not turning on. Patient impact was unknown. No revision or medical intervention was required. Additional information has been requested.

Manufacturer narrative:
Integra completed its internal investigation 09/19/2016. The investigation included: method: device history review. Integra complaint management database was reviewed for similar complaints. Evaluation of product. Results: the DHR review verified no anomalies that could be associated with the complaint were observed. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history review: the service history review verified no anomalies that could be associated with the complaint were observed. A review of the customer complaints was competed using the following key words ¿not turning on¿ and a root cause ¿broken enclosure¿ in the search criteria. The review encompassed dates 27-jul-15 to 15-sep-16. A total of 121 complaints were reviewed of which one single complaint contained the search criteria. The complaint rate was calculated as (B)(4). The failure analysis evaluation verified the complaint incident. The service centre identified the monitor¿s rear enclosure was broken and the touchscreen cable was disconnected internally. The cam02 monitor received a replacement cover, the cable was re-seated and the monitor was calibrated and safety tested. The results were reviewed as part of this investigation, all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification. Conclusion: the root cause of the monitor not turning on was identified as the monitor¿s rear enclosure was broken and the touchscreen cable was disconnected internally.